Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products : 4076 implantable pacing lead (B)(6) 2009, 4076 implantable pacing lead (B)(6) 2005. (B)(4).

Event description:
It was reported that the insulation of the left ventricular lead was noted to be pulled back at the neck junction of the lead. Medical adhesive was used to repair the lead and it remains in use. No patient complications have been reported as a result of this event.